Event description:
It was reported that a half day infusor experienced an underinfusion. The infusor was filled with 1000mg desferrioxamine in 0.9% sodium chloride for a total fill volume of 52ml. The expected flow rate was 5ml/hour, however after 10 hours of infusion, less than a quarter of the drug solution had infused. The reporter stated that the infusor was removed from the fridge four hours prior to the infusion. The reporter also stated that the solution flowed prior to patient connection and after patient disconnection. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This lot was manufactured between december 19, 2013 and december 20, 2013. Evaluation summary: baxter received one unit for evaluation with 31ml of fluid. Visual inspection of the unit showed no signs of physical abnormality. A functional flow rate test was performed. The flow rates were found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter: address (B)(6). The device has been received and the evaluation is in progress. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.